Manufacturer narrative:
(B)(4). Date of initial report: 12/14/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a percutaneous ablation procedure, the system stopped with an orange temperature alert. The system was reset but the same alert occurred again. A new saline bottle was connected but the same result occurred. There was no injury to the patient. (B)(4).

Manufacturer narrative:
Covidien reference#: (B)(4). Evaluation of the incident device confirmed the customer's report. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.